Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel.

Event description:
It was reported that the right ventricle lead had position/fixation difficulty due to helix mechanism failure. The lead was removed and replaced. No patient complications have been reported as a result of this event.